Event description:
This spontaneous report was received on (B)(4)-2012 from a consumer (age and gender unspecified) reporting on self from united states. On an unspecified date, the consumer started using reach total care dental floss listerine flavor for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, the cutter had snapped off. The consumer stated that, the container was difficult to use and the piece that came up out of the package did not stay in and the lid did not open. The consumer had to squeeze and pull out to open it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from united states. On an unspecified date, the consumer started using reach total care dental floss listerine flavor for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, the cutter had snapped off. The consumer stated that, the container was difficult to use and the piece that came up out of the package did not stay in and the lid did not open. The consumer had to squeeze and pull out to open it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012, processed along with additional information received on (B)(4) 2012. The lot number of the device was updated to 2351d. A returned sample has not been received for evaluation. A review of the investigation documentation did not indicate "dental floss/reach total care" failed to meet specifications. The report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.